Event description:
Healthcare professional (hcp) reported a xen® gts event described as "the advancement of the injector slider was jerky and shaky" during implantation in unknown eye. Hcp additionally reported, "during implantation [of xen®45 gts in right eye] the surgeon found the injector slider to be very hard to move and could not do it with the right hand, they had to remove the vera hook (fixation of eye) to use the left hand to force the slider to go forward. A flick when the injector was retracted caused the implant to be placed too long in the anterior chamber, but was able to adjust the implant to the correct position with no impact. The implant and bleb function are very good with iop of 9-10 mmhg." The stent remains implanted.

Manufacturer narrative:
Device analysis: a visual inspection of the device was performed. The needle and needle guide were observed to be bent. No other damage was observed. The complainant did not report that injector was damaged. The condition of the injector is likely due to handling; therefore no further evaluation of the injector damage is required. A functional test could not be performed due to the condition of the injector. No further evaluation can be performed. Conclusion: the reported complaint condition of slider resistance is unable to confirm since a functional test could not be performed due to the condition of the injector (bent needle/needle guide).

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts event described as "the advancement of the injector slider was jerky and shaky" during implantation in unknown eye. Device status is unknown.

Event description:
Hcp additionally reported, "during implantation [of xen®45 gts in right eye] the surgeon found the injector slider to be very hard to move and could not do it with the right hand, they had to remove the vera hook (fixation of eye) to use the left hand to force the slider to go forward. A flick when the injector was retracted caused the implant to be placed too long in the anterior chamber, but was able to adjust the implant to the correct position with no impact. The implant and bleb function are very good with iop of 9-10 mmhg." The stent remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.